Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: since foreign matter (silicate compounds likely from medication) was found adhering to the vent fitting, it is possible that this foreign matter became lodged, preventing the check valve from fully closing either temporarily or continuously, leading to the water ingress. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in check valve of the scope connector's vent fitting. There was no patient involvement.